Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure that the device was running without user activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure, the device was running without user activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The reported event was not duplicated during the manufacturer device evaluation; however, the service technician found several non stryker components, including the potted trigger assembly, motor, trigger shaft and lubricant. The presence of non-stryker repair work may cause or contribute to the reported event. All of the non stryker components were replaced to return the device to stryker specifications and the device was returned.